Manufacturer narrative:
External insulation abrasions were noted at 6.6-7.9cm and 10.0-10.9cm from the distal tip, consistent with friction to another device. The etfe was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during normal follow up, high threshold and loss of capture were observed. The physician suspected externalized conductors. The lead was diagnostically imaged. Based on the image provided to st. Jude medical, the conductors do not appear to be externalized. Patient was asymptomatic. The lead was explanted.